Event description:
IV was inserted into pt's antecubital space without incident. Test injection appeared to be fine. During the study when power injection was initiated, a pressure error was generated. The technologist aborted the injection and checked the IV site and found that the sheath had separated from the hub. A portion of the sheath was still exposed. The technologist was able to remove the sheath without incident.

Manufacturer narrative:
The sample has been received and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.